Manufacturer narrative:
Acist multi-use syringe, model a2000 lot 13118y; acist single-use manifold kit, model bt2000, lot 06818k; acist angiotouch hand controller kit, model at-p54, lot 18018h. The acist angiographic injection system, model cvi, serial number (B)(4), was returned to acist on 2 november 2018. The injector system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction based on the data from the analysis of the injector system. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. The acist consumable kits used during the event were functionally tested, and there was no evidence of device malfunction based on the results of the testing. Based on this investigation, there is no evidence of device malfunction related to this event and no inadequacies related to the device labeling/instructions for use. Review of the cine-angiogram of the event is anticipated but not yet begun. Upon completion of the review of the cine-angiogram, a follow-up report will be submitted.

Event description:
User facility reported: during a radial artery access, diagnostic coronary angiography, air was injected into a patient's coronary artery. Approximately 7ml of air was injected into the patient; air emboli was noted in the right coronary artery (rca). The patient experienced cardiovascular collapse, chest pain for a duration of 15 minutes, st-segment elevation for a duration of 12 minutes, sinus arrest; and hypotension. Atropine, heparin, and adrenaline were administered to the patient. The patient was hospitalized subsequent to the event.

Manufacturer narrative:
Acist's medical advisory board reviewed a copy of the cine-angiogram and information received from the user facility from the event: a coronary angiogram was performed with a single tiger catheter. The first five angio runs show a left coronary angiogram. The first angio loop of the right coronary artery (rca) shows a significant air injection with resulting obstruction of the rca in mid segment. A subsequent angio of approximately 15 minutes post the air injection shows normal flow in the rca with a severe stenosis in the distal vessel. It is unknown if the catheter was exchanged before the occurrence of the air injection that was visible on the sixth angio. Based on testing and evaluation of this cvi injection system, there is no evidence of device malfunction related to the reported event. The cause of the event is inconclusive. This report is considered closed.